Manufacturer narrative:
Pump received with constant tone. Problem isolated to mb. Unable to verify button/keypad anomaly due to constant tone.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and a constant tone was occurring. Blood glucose level at the time of the incident was 173 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.